Manufacturer narrative:
Concomitant: product ID 37746, serial# (B)(4), product type programmer, patient product ID 3777-45, serial# (B)(4), product type lead, product ID 3777-45, (B)(4), product type lead, product ID 37754, (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient was having problems with the programmer when she is trying to change in adaptive stim. It was reported that the patient was seeing the transition screen several times or would change her device, wait 3 minutes, and it would go back to the previous setting. It was stated that when patient was sitting, the device thought the patient was lying down. It was reported that patient has an appointment on friday. Additional information found that patient would see ¿an ¿a¿ that is in a dark circle (transition zone).¿ it was reported that patient stated that she could "still feel my body tingling or massaging/stimulation for like an hour or so after¿ the device is turned off.

Manufacturer narrative:
(B)(4)